Manufacturer narrative:
Initial reference number: (B)(4).

Event description:
It was reported that during a thr surgery, a polarcup shell ti-plasma/ha 57 non-cem, had one of the defective lugs. The procedure was resumed, after a significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Section h10: it was reported that during a total hip replacement (thr) surgery, a polarcup shell ti-plasma/ha 57 non-cem, had one of the defective lugs. The procedure was resumed, after a significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem. The device was returned for evaluation. Upon visual inspection, no problems with the reported defective lugs could be observed. Instead, one of the two plugs got stuck in the shell while the other has been screwed off. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and one additional similar complaint for the same product number over the past 12 months with similar failure mode. A review of the product documentation did not detect any deviation that could have contributed to the reported failure mode. Based on the available information and the performed investigation, the complaint could be confirmed. Instead of the initial reported failure mode, a different failure has been detected. The root cause for the identified jamming cannot clearly be identified and stays undetermined. A worn t-handle is known to contribute to the reported event. The surgical technique describes the correct removal of the polarcup plugs using the unidirectional t handle: "release the plugs by turning the t-wrench in the direction indicated on the plug cover." Additionally, according to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for corrective action is not indicated. This complaint case is considered as closed. Smith+nephew will continue to monitor this device for similar issues. The returned complaint sample will be scrapped. Internal complaint reference number: (B)(4).